Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. No issues noted that would cause high or low blood glucose levels. There are safety mechanisms in the pod design that would prevent over delivery of insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient was at the clinic for a follow up visit and they could not get the sugars to go down and so patient was sent to the emergency room for high blood glucose (bg) levels that exceeded 400 mg/dl where patient was kept overnight. Patient stated while on the way to the hospital, patient¿s bg levels ran low. When removed from the infusion site (left arm on the back) after wearing the pod for longer than 48 hours, the pod's cannula was found bent. As treatment, patient was given intravenous adextrols .54% saline for the high bg levels. At one point, the bg was as low as 26 and patient was treated with dextrose with .45% saline. Patient had no ketones.